Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. H5: device mentioned in b5 was incorrect. The correct product name is 4.5 healix advance br3sut w/oc.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the expiration date and device manufacture date have been added UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the product was returned to, depuy synthes mitek for evaluation. Depuy synthes mitek then conducted visual inspection of the device received. The complaint device was received and evaluated. Upon visual inspection, it could be observed that the sutures are broken. The anchor was found still attached to the inserter, it was in a normal condition. The handle cover was not returned. The overall complaint was confirmed as the observed condition of the 4.5 healix advance br3sut w/oc would contribute to the complained device issue. Based on the investigation findings, the possible root cause can be attributed to a procedural variables, such handling of the device or product interaction during procedure; an excessive tension could have been applied to the suture and consequently it broke. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: upon visual inspection of the photo provided it was observed that only the suture and a partial part of the shaft are shown, it was noted that the suture is broken. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 4.5 healix advance br3sut w/oc would contribute to the complained device issue. Based on the investigation findings, the possible root cause can be attributed to a procedural variables, such handling of the device or product interaction during procedure; an excessive tension could have been applied to the suture and consequently it broke. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Facility name: (B)(6). The expiration date and device manufacture date were unknown.

Event description:
It was reported by the sales rep in china that during rotator cuff repair surgical procedure on (B)(6) 2024 the 4580 fms duo+ pump/shaver device suture was broken when tightened. Another like device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.